Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that unspecificed number of bd luer-lok¿ syringe was defective and leaked. The following information was provided by the initial reporter: the tip of the needle (the part that screws into the syringe) is pierced and liquids leak out during preparation. According to the staff, this type of incident has occurred a few times in recent weeks.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that unspecificed number of bd luer-lok¿ syringe was defective and leaked. The following information was provided by the initial reporter: the tip of the needle (the part that screws into the syringe) is pierced and liquids leak out during preparation. According to the staff, this type of incident has occurred a few times in recent weeks.